Event description:
The account alleged that the bed exit will set and alarm but the audible alarm volume is too low. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.